Manufacturer narrative:
The manufacturer previously reported that a patient passed away and the device was going to be returned as it was no longer in use by the customer. There is no allegation that the device contributed to the patient outcome, however limited information has been provided at this time. The device was returned and evaluated by a third-party service center. The device was found to pass all device testing. No abnormalities were found. The device performed as designed and as intended. The following codes have been updated as follows: evaluation method code - testing of actual/suspected device. Evaluation results code - analysis of information provided by user/third party. Component grid - no information. Conclusion code - no problem detected.

Event description:
The manufacturer received information that a patient passed away and the device was going to be returned as it was no longer in use by the customer. There is no allegation that the device contributed to the patient outcome, however limited information has been provided at this time. The manufacturer's investigation is ongoing. A follow up report will be submitted when the investigation is complete.